Event description:
A report was received that the patients remote control displays no response. It was also mentioned that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation of the ipg indicated that the complaint was not verified. Upon receiving,the device was in hibernation. After being fully charged, it linked with a test remote control. The device passed the communication test, and exhibited normal device characteristics.

Event description:
A report was received that the patients remote control displays no response. It was also mentioned that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients remote control displays no response. It was also mentioned that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to loss of efficacy and ipg would not charge. The patient was doing well postoperatively.

Event description:
A report was received that the patients remote control displays no response. It was also mentioned that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.